Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing. Resulting, in an inappropriate auto mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.